Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure- 1472" and "internal comm failure- 1474" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1472" and "internal comm failure -1474" messages and the device use caused injury. Complainant indicated that the patient may have sustained a serious injury.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b1, b5 [other serious (important medical events)], h1, and h6 (health effect impact code and health effect clinical code). Evaluation: the device was returned to zoll medical corporation; the customer's report of errors 1472 and 1474 was observed during review of the device's history log. The device was put through extensive debug and final testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. It cannot be confirmed that the ventilator provided continuous pressure based on the log review, debug, and final testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure- 1472" and "internal comm failure- 1474" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.